Event description:
It was reported by the user facility that the device was not working. During the service evaluation at stryker, the device was running on its own. This did not occur during a surgical procedure so there was no patient involvement. There were no allegations of user injury or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer. Based on the quality investigation, there was an ebox failure causing the device to run on its own. The ebox motor controller has been replaced. Additional worn components have been replaced at preventative maintenance.